Manufacturer narrative:
On october 12, 2021 mentor became aware that submitted an initial report for mentor device failure and additional information received on october 12, 2021 revealed that these devices were allergan devices. Since these devices were not manufactured by mentor, mentor will cease reporting this event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a breast augmentation primary with an unknown mentor silicone breast implant experienced bilateral rupture post procedure. The issue was discovered during the removal surgery. As a result, patient underwent bilateral removal without replacements on (B)(6) 2021. This report relates to the left prosthesis.